Event description:
It was reported that the force sensor failed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were removed/broken. The plunger head was full of contamination. There was a force sensor error in the event history log. Customer stated problem was verified during start-up. The root cause of the reported issue was due to plunger head was full of contamination. The technician replaced all the parts with plunger head.